Manufacturer narrative:
The maintenance status of the instrument was within specifications. A general reagent problem can be excluded because calibration and qc were acceptable. There was a high number of abnormal aspiration alarms which was consistent with a general pre-analytical issue. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The cobas c503 analytical unit serial number was (B)(6). The provided calibration data from 17-oct-2023 to 18-nov-2024 was acceptable. The qc was acceptable. The provided alarm trace from on (B)(6) 20024 showed that the abnormal aspiration alarms occurred 24 times. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with hdl-cholesterol gen.4 (hdlc4) assay on a cobas c503 analytical unit when compared to a cobas pure c303 analytical unit. Initial result: 147 mg/dl. The patient questioned the initial result. The customer then repeated the sample. On (B)(6) 2024: 1st repeat result: 28.60 mg/dl (tested on a cobas pure c303). The 1st repeat result was compatible with the patient's clinical history. 2nd repeat result: 25.6 mg/dl (tested by the field service engineer).